Event description:
It was reported that a malfunction on the pump occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues reappeared, which they acknowledged and understood.